Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the pacing vector was reprogrammed to resolve the diaphragmatic stimulation. The patient was a participant in the product surveillance registry study.

Event description:
It was reported via the system longevity study (sls) that lead has rising thresholds. Doctor made a medical judgment to continue use of lead at this time. Device is still in use. No patient complications have been reported as a result of this event. It was further reported via the system longevity study (sls) that the patient was experiencing diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that lead has rising thresholds. Doctor made a medical judgment to continue use of lead at this time. Device is still in use. No patient complications have been reported as a result of this event.